Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad), exhibited multiple low flows and low flow alarms. Log file analysis revealed a sudden 2 watt drop in power and a sudden 2 liter drop in flow, while the vad remained within normal operating parameters. Subsequently, the vad power spiked above normal along with numerous high watt alarms consistent with an occlusion/ingestion. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the occlusion became an ingestion and the patient was placed on palliative care and died the same day.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2025 and 228 low flow alarms logged since (B)(6) 2025. This was followed by a sharp increase in power consumption and estimated flows starting on (B)(6) 2025, leading to parameters above normal operating range, and 58 high watt alarms logged on (B)(6) 2025. As a result, the reported low flow and high-power events were confirmed. The reported occlusion/ingestion event could not be confirmed due to insufficient evidence. Of note, information provided by the site indicated that the patient was on palliative care following the reported ingestion event and subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the low flows may be attributed to thrombus at the inflow cannula, which likely got ingested into the pump, resulting in the increase in power and triggering high watt alarms. Per the instructions for use, device thrombus and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.